Manufacturer narrative:
On (B)(6) 2025, the user reported that the system readings were different from their glucometer measurements. Based on the escalation analysis, a sensor replacement was approved and the device was requested for further evaluation. The returned sensor was received and visually inspected. The inspection showed that a portion of hydrogel was observed to be missing from the long end of the sensor. Due to this damage, returned-product testing was inconclusive. A review of the in-vivo data showed optical instability in sensor performance around the time of the reported discrepancies. This behavior could not be reproduced during returned-product analysis, which can occur when conditions present in the body are not replicated in a laboratory setting. The root cause of the observed behavior could not be definitively determined, but may potentially be associated with physiological or environmental conditions affecting the sensor in vivo state.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal. An RMA was authorized for return of sensor for further investigation.